Manufacturer narrative:
Data review: event logs from the complaint date are not consistent with reported purge cassette detection issues and revealed that the automated impella controller (console) issued the purge fluid not detected error window several times when priming purge cassette (B)(6) due to the inability to advance the stepper motor/ purge piston. Device analysis: the console was tested after arriving in field service. The failure mode was reproduced. The purge system would not pass the stepper motor torque test due to build up of glucose on the stepper motor gasket. The cause of the inability to detect purge fluid was due to glucose contamination on the purge stepper motor gasket. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a clinical procedure, and automated impella controller (aic) would not detect a purge cassette. It was reported that the cassette was tried several times, but they had to swap the aic with a new unit to resolve the issue. There was no patient information provided, and no patient harm reported.